Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 165 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they had the insulin pump on suspend mode prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly during testing. However, moisture damage was found on the keypad traces during visual inspection. No button error alarms noted during testing. The device had cracked reservoir tube lip, battery tube threads, and case at the display window corner. It also had minor scratches on the lcd window and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.